Event description:
It was reported that the physician was attempting to treat the patient at the distal superficial femoral artery(sfa) using a turbohawk device. It was reported that during treatment of an in-stent restenosis site, the turbohawk became caught on a stent strut. The physician was unable to withdraw the device. Surgery was required to remove device. Surgery was successful. No further patient complications reported.